Event description:
It was reported to boston scientific corporation that a sensor wire was used during a core urology procedure, performed on (B)(6) 2023. During the procedure, it was noted that the tip of the guidewire sheared off. The procedure was completed with another sensor wire device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6:imdrf device code a0401 captures the reportable event of core wire broken.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of core wire broken. Block h10: additional manufacturer narrative corrected with correct investigation conclusion code in investigation summary. Block h10: updated investigation summary: the returned sensor wire was analyzed, and upon magnification it was observed that the ptfe peeled at the middle section and the sleeve was detached. No other problems with the device were noted. With all the available information, boston scientific concludes that the reported event of core wire break was not confirmed. It is possible that the ptfe peeled because of an excess of force applied during the manipulation of the device during the procedure or the insertion. Also, the peeling of the ptfe could have been caused by the interaction of the guidewire with the scope or the usage of a metal needle or cannula. Additionally, the mentioned excess of force could also have contributed to the reported sleeve detachment. Based on analysis results and complied information, an investigation conclusion code of adverse event related to procedure was assigned to this investigation for the observed findings of ptfe peeled and sleeve detachment.

Event description:
It was reported to boston scientific corporation that a sensor wire was used during a core urology procedure, performed on (B)(6) 2023. During the procedure, it was noted that the tip of the guidewire sheared off. The procedure was completed with another sensor wire device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of core wire broken. Block h10: the returned sensor wire was analyzed, and upon magnification it was observed that the ptfe peeled at the middle section and the sleeve was detached. No other problems with the device were noted. With all the available information, boston scientific concludes that the reported event of core wire break was not confirmed. It is possible that the ptfe peeled because of an excess of force applied during the manipulation of the device during the procedure or the insertion. Also, the peeling of the ptfe could have been caused by the interaction of the guidewire with the scope or the usage of a metal needle or cannula. Additionally, the mentioned excess of force could also have contributed to the reported sleeve detachment. Based on the information available and analysis results, a conclusion code of adverse event related to procedure has been assigned for the observed findings. However, the complaint was assigned with an investigation conclusion code of no problem detected as the investigation findings do not lead to the reported event confirmation.

Event description:
It was reported to boston scientific corporation that a sensor wire was used during a core urology procedure, performed on (B)(6) 2023. During the procedure, it was noted that the tip of the guidewire sheared off. The procedure was completed with another sensor wire device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.